Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant procedures, both lenses show intra-optic crystalline deposits. The surgeon feels that these deposits have resulted in decreased visual acuity in the patients right eye by two lines and in the left eye by one line. In a follow up, the surgeon reported glistenings in the iols formed between (B)(6) 2012. He noted the lens material has failed to maintain its clarity and the event continues for the patient. The lenses have not been exchanged yet. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure. There are two medical device reports associated with this event. This file is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).